Manufacturer narrative:
Correction: e2 and e3 were inadvertently omitted from the initial report. Correction: h4 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to physical stress applied to the tip. The event can be detected/prevented by following the instructions for use which state: "operation manual_ preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, holes, sagging, transformation, bends, adhesion of foreign bodies, dropout of parts, any protruding objects or other irregularities. Operatiom manuial_ important information ¿ please read before use_ warnings and cautions warning:do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found that the glue between hold ring and distal end cracked which caused a gap between both parts. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation that there was a gap in adhesive area between hold ring and distal end. There were no reports of patient involvement.